Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyd2020 showed no other similar product complaint(s) from this lot number. Device not returned.

Event description:
On (B)(6) 2015 - it was reported per the medwatch received that a midline catheter was placed in 2014. A very fine linear foreign body within the right pulmonary artery was allegedly identified in the chest x-ray. This reportedly required a surgical procedure for removal of apparent guidewire fragment.